Event description:
It was reported that patient had a right side inter trochantric fracture diagnosed - long gamma nail procedure prescribed. Upon insertion of gamma nail, placing the set screw, the screw would not lock satisfactory to surgeons' liking. When attempting to reposition the lag screw inserter in several positions, the set screw still would not lock acceptably to the surgeon and surgeon attempted to remove the set screw but screw would not come out and surgeon thought it may be cross threaded. Set screw was verified by x-ray that screw was set ok (very obese patient). Surgery took approximately 10 additional minutes more than normal to complete.

Event description:
It was reported that patient had a right side inter trochanteric fracture diagnosed - long gamma nail procedure prescribed. Upon insertion of gamma nail, placing the set screw, the screw would not lock satisfactory to surgeons' liking. When attempting to reposition the lag screw inserter in several positions, the set screw still would not lock acceptably to the surgeon and surgeon attempted to remove the set screw but screw would not come out and surgeon thought it may be cross threaded. Set screw was verified by x-ray that screw was set ok (very obese patient). Surgery took approximately 10 additional minutes more than normal to complete.

Manufacturer narrative:
Evaluation summary: the event description defined the set screw to be the primary product; the set screw is part of the long nail kit. No concomitant products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit was documented as faultless prior to distribution. Because the implants are still implanted an investigation of them was not possible. Furthermore no x-rays or surgery reports were provided to confirm and investigate the reported case. Therefore the root cause could not be determined. Most likely the set screw was inserted in oblique mode. Since 2007 the gamma3 close tube clip is available for an easy set screw insertion. A more precise statement is not possible due to missing information. No discrepancies were detected during risk analysis review.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Device will not be returned.